Event description:
During a routine generator change, this lead was connected to the new generator and exhibited intermittent loss of output. Fluoroscopy showed that this lead had a fracture in the pace sense portion of the lead, but the physician chose to program this lead around the fracture and used a different device where the sensing issue was not evident. The next day, (B)(6) 2011, this lead was capped due to the fracture.